Event description:
Baxter reports, "at night, the pt had difficulty in their abdomen and rose up, and recognized air was coming into the heating bag, the hp notified the baxter call center and hospital. A baxter representative visited the hp the next day and the machine was swapped. Additionally, the affiliate noted that air was infused into the pt's abdominal cavity due to the crack on cassette sheet at the top of the volcano valve." A review of the homechoice machine's event log revealed no alarms were noted. No pt injury or medical intervention reported per baxter affiliate.